Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the subclavian vein in (B)(6).the protege stent broke in two pieces during post dilatation with a 14mm diameter balloon. A second was deployed.